Event description:
The intended procedure was colonoscopy/gastroscopy, no delay reported, the procedure was completed using a similar device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Corrected fields: e1 (add phone number). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "error e101, device was giving lamp problems" was caused by the safety mechanism was activated because internal temperature of a light source device increased. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The event evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported to olympus the light source was displaying a e101 temperature error. It was not specified during what type of device usage the event occurred nor if there was patient injury or medical intervention associated with this event.